Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited out of range pacing impedances on the right ventricular (rv) channel that resulted in a mode switch from bipolar to unipolar. The physician reviewed the system and elected to continue monitoring the patient with the system in unipolar. This pacemaker remains in service. No adverse patient effects were reported.